Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "drill breakage when drilling to the most distal hole of t2scn with difficulty in advancing." Additionally it was reported that there was debris.

Event description:
As reported: "drill breakage when drilling to the most distal hole of t2scn with difficulty in advancing." Additionally it was reported that there was debris.

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received drill shows signs of extensive usage evident by the damaged cutting edge. The drill is broken around the flute tip. The breakage surface is smooth suggestive of brittle fracture caused due to excessive torsional loading. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a user related issue. The nature of breakage indicates towards a sudden breakage most likely due to application of high bending and torsional load. If any further information is provided, the complaint report will be updated.